Event description:
Health professional reported allegedly "unable to access port in palpitation or with use of fluoroscopy" of a lap-band device. The surgeon made an incision to revise the por but was unable to access the port. The pt came in at a later date for a fill but the surgeon was still unable to access the port. The port was "never able to be accessed under fluoroscopy" and surgeon's office staff "did not know" if the port may have been dislodged or displaced. Health professional was "suspicious [health professional] may have stuck the tubing with a needle, but could not prove it because the device was discarded." The port was removed and replaced with a new port.

Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the reported event of difficulty adding/removing saline as follows: "it is important to remove any add'l saline via the access port so no air will enter the lap-band system, compromising later adjustments. Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."